Event description:
It was reported that an ilet pump exhibited a hardware failure in which the screen and bezel separated, after which the screen backlight illuminated but no visual display was present; the user noticed the condition upon waking from a nap and a replacement device was arranged. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included collection of user report and arrangement for device return for evaluation. Investigation of this case revealed a suspected enclosure integrity and display assembly failure consistent with screen bezel separation leading to a nonfunctional display, which prevented normal user interface while the device otherwise powered on. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage or component failure of the device housing or display assembly of unknown origin.